Event description:
It was reported a spectrum pump experienced constant upstream occlusion alarms during testing, where no occlusion was present. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed multiple upstream occlusion alarms in the history log. The distance between the upstream pusher and upstream sensor was found out of specification. The distance has been adjusted and the upstream sensor has been replaced.